Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited low impedance warnings in the unipolar con figuration. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.